Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012697483); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012986114); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after crossing the aortic valve with a non-medtronic straight wire, the non-medtronic guidewire was advanced in to the left ventricle over the wire, resulting in complete heart block. The patient had a pre-existing right bundle branch block and was immediately supported by a temporary transvenous pacemaker that had been inserted at the start of the case. Significant forward pressure was applied during final full deployment of the transcatheter aortic valve, resulting in a slightly deeper implant of 6 millimeters on the non-coronary cusp and 9 millimeters on the left coronary cusp. At the end of the procedure, the patient remained in complete heart block with an escape rhythm in the 30s and was transferred to recovery supported by the temporary transvenous pacemaker.

Manufacturer narrative:
Image review: three media files of the valve implantation were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Valve depth prior to final release was approximately 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp in the lao view. Evidence shows that forward pressure was applied but it is not possible to determine how significant it was; the forward pressure applied during the final release of the valve which could have contributed to a deeper position of the valve at the end. Before release, the user should prevent unintended valve movement by relieving system tension and retract the guidewire to the nose cone; applying slight forward pressure to the delivery catheter system (dcs). Final angiogram did not show evidence of aortic regurgitation/paravalvular leak. It was reported that during the procedure, complete heart block was identified. As listed in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after crossing the aortic valve with a non-medtronic straight wire, the non-medtronic guidewire was advanced in to the left ventricle over the wire, resulting in complete heart block. The patient had a pre-existing right bundle branch block and was immediately supported by a temporary transvenous pacemaker that had been inserted at the start of the case. Significant forward pressure was applied during final full deployment of the transcatheter aortic valve, resulting in a slightly deeper implant of 6 millimeters on the non-coronary cusp and 9 millimeters on the left coronary cusp. At the end of the procedure, the patient remained in complete heart block with an escape rhythm in the 30s and was transferred to recovery supported by the temporary transvenous pacemaker. Additional information was received that a permanent pacemaker was implanted two days following the valve implant.